Event description:
It was reported that a patient with an unruptured 27 mm supraclinoid intracranial aneurysm presenting with right eye blindness incurred delayed hydrocephalus 4 months post-intracranial embolization. The patient initially was treated with approximately 50 embolization coils, including approximately 26 microvention bare platinum coils, (18) cerecyte (micrus endovascular, (B)(4)) embolization coils, (9) gdc (boston scientific corporation, (B)(4)) bare platinum embolization coils, and a neuroform3 intracranial stent. No complications were reported. Post-procedural management included a medrol pack (glucocorticoid; does not reported). One to 2 months post-embolization, the patient reportedly experienced headaches, and a 4 months experienced confusion and short-term memory loss. MRI demonstrated aneurysm occlusion, but also t2 signal enhancement (edema), and a ventricular shunt was implanted. The patient's symptoms are somewhat resolved, but blindness and short-term memory loss persist.